Manufacturer narrative:
Pump passed displacement test, rewind and basic occlusion tests. No unexpected "no reservoir" alarm noted. No alarm noted during testing. Unable to prime at 4.0 lbs during prime test due to cracked end cap. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported by nurse (B)(6), that the customer has not been wearing the insulin pump for 3 months due to no reservoir alarms, as well as the insulin pump continuously priming. It was also reported that now the insulin pump just reads mini med. Advised insulin pump would be replaced. No additional information was provided.